Event description:
It was reported that during a percutaneous coronary intervention procedure, slow balloon deflation and stent damage occurred. Vascular access was gained via the radial artery. The target lesion was located in a non-tortuous left anterior descending artery. The target lesion was pre-dilated using a 4.0x8.0mm quantum apex balloon catheter. A 3.50x38mm synergy stent was then placed. It was noted that post stent placement that the balloon deflation was slow. The stent was well apposed after the balloon deflated. The patient started to experienced ventricular fibrillation, the physician removed the balloon and a ¿guider¿ was placed which damaged the synergy stent. The physician then placed a 4.0x8.0mm non bsc stent in the distal left main and left anterior descending artery. The procedure was completed with a different device and no further patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).